Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker could not verify the reported issue of the device unable to turn on under ac or dc power. Stryker did observe that the device was unable power on under ac power only. The power module assembly was replaced for this issue and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed power module assembly was further evaluated, but the reported issue of the device unable to power on under ac and dc power could not be verified or duplicated. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.